Event description:
Subsequently, additional information was received that no repositioning procedure was performed. Troubleshooting took place and the issue was resolved.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged a day after implant. A repositioning procedure will take place within the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.